Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, two heartstring seals did not load properly. The contact told the maquet territory mgr "tm" that the devices "fell apart" but when the tm looked at the devices to be returned, they looked like they did not load properly. A replacement heartstring seal was used to complete the procedure. No pt complications were reported by the hospital. This report is for the first device.

Manufacturer narrative:
Investigation results: the visual inspection revealed that the folded seal remained inside the loader. It was also observed that delivery device was not attached to the loader and the plunger had not been depressed. Based on the reported complaint and the visual analysis, this is a case where the seal did not load properly. The reported failure was confirmed. (B) (4).